Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "over delivery by the patient - possible drug abuse by patient. The drug is hydromorphone. We sent out 8 bags which should have lasted for 16 days. After 4 days the patient said it was consumed. Customer thinks that the "pump makes it easy too easy for the patient to use the prime button to deliver more drugs under the medium authorization". The patient was fine however. There was no adverse event or need for medical intervention. Patient involvement: yes, death/serious injury: no, human harm: no."